Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop bone cancer. The patient expired in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam became degraded and caused a patient to develop bone cancer. The patient expired in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, mineral spots consistent with water ingress were found within the blower box and on the motor casing. Confirmed that there was evidence of sound abatement foam degradation or breakdown observed in the base unit. Sound abatement foam appears to have degraded and does not return to its original shape when compressed. In this report, section d9, g3, h3, h6 has been updated.